Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was interrogated and episodes of noise were found. The sense/pace portion of the lead was capped. Defib remains active.